Event description:
Tech alleges consumer was using magnetic charger port on js and flames allegedly "shot out of the port"- provider alleges when visually inspecting, there were allegeldy burnt connections and discoloration throughout.

Manufacturer narrative:
Customer abuse.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Tech alleges consumer was using magnetic charger port on js and flames allegedly "shot out of the port"- provider alleges when visually inspecting, there were allegedly burnt connections and discoloration throughout.